Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 14.4 cm. External insulation abrasion was noted breaching all cable lumens consistent with friction to the device can at 7.0cm ¿ 8.5cm from the connector pin. The ptfe liner and the etfe cable coating were not abraded in this region.

Event description:
This report is to advise of an event observed during analysis.